Manufacturer narrative:
Reporting institution phone #: (B)(6).

Event description:
The customer reported "volume not coming on monitor". It was confirmed that there was no audio. The device was in clinical use at the time the issue was discovered. There was no adverse event no patient harm reported. A philips remote service engineer (rse) spoke to the customer biomedical engineer (biomed), and confirmed that the speaker assembly needed to be replaced. A replacement speaker assembly was sent to the customer to resolve the issue. No further information was provided.